Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by manufacturer for evaluation. Part not returned for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the battery indicator was blinking red and were unable to turn on image acquisition system (ias) of the imaging system. During troubleshooting, the battery checker indicated the one of the battery was depleted. When voltages on individual batteries were measured, all batteries readings were less than 3v. There was no patient present at the time of the issue.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was reported that batteries for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.